Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 810:11 error code was confirmed by baxter personnel during product evaluation. The root cause was assigned to an out of calibration air in line board. The air in line printed circuit board was recalibrated to correct this condition.

Event description:
This is a report of a colleague infusion pump with a failure code 810:11. It is unknown when the reported condition occurred. This condition has the potential to interrupt delivery. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.